Manufacturer narrative:
(B)(4). Physio-control anticipates the device return for evaluation and continues to investigate the reported issue. Physio will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that the device would not turn on ac or dc power. There was no patient use associated with the event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the power pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed power pcb assembly and determined that the cause of the reported failure was due to a shorted tantalum capacitor, designator c4.